Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient infusions set that fell off due to getting into the water and another set she needed to remove due to critical pump error. The patient reported that the tape was not sticking as they know the cause of the product not adhering. No further information available.

Manufacturer narrative:
(B)(6).